Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges loss of weight, nausea every few weeks, constant suppurated sinuses and headaches since last one to 1.5 years. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not yet returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported an issue related to a CPAP devices sound abatement foam become degraded and alleged alleges loss of weight, nausea every few weeks, constant suppurated sinuses and headaches since last one to 1.5 years. There is no allegation of serious or permanent harm or injury. The manufacturer received new information on 07/25/2025. The device was returned to the service center for evaluation. During the evaluation of the device, the service center internally/ externally inspected the device dust/dirt contamination, pca was replaced and additionally the device was scrapped.